Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) lead pacing impedance measurement of 2291 ohms. It was also noted that noise was observed when performing isometrics when the device was programmed to unipolar. When the device was configured into bipolar no noise occurred. The patient is pacing dependent. Boston scientific technical services (ts) recommended to reprogram to take the ring out of the mix. This pacemaker and ra lad remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
This supplemental report is being filed to include a conclusion code update.